Manufacturer narrative:
Citation: coti I, et al. Effect of conventional and rapid-deployment aortic valve replacement on the distance from the aortic annulus to coronary arteries. Interact cardiovasc thorac surg. 2021 jan 22;32(2):196-203. Doi: 10.1093/icvts/ivaa247. Advance access publication 24 november 2020. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the effect of aortic valve replacement (avr) on coronary height in patients undergoing avr with rapid-deployment (rd-avr) valves or standard sutured (sutured-avr) valves. All data was retrospectively analyzed from a single center between 2015 and 2019. The overall study population included 112 patients (rd-avr = 51; sutured-avr = 61). In the sutured-avr group (predominantly male; mean age 69 years; mean weight 83 kg), 22 patients were implanted with the medtronic mosaic. No unique device identifier numbers were provided. In the sutured-avr group, adverse events included: revision for bleeding; new permanent pacemaker implantation (within 14 days of valve implant or during long-term follow-up); stroke; transient ischemic attack; need for extracorporeal membrane oxygenation; major bleeding events; unspecified structural valve dysfunction; and need for valve explant or valve-in-valve intervention. Mosaic may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.